Manufacturer narrative:
The two blades subject to this investigation were not returned to the MFR for eval, however photographs were provided. It was visually confirmed that the rods on both blades were broken. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure that two blades broke on immediate start up of the handpiece. It was also reported that there were no adverse consequences as a result of this event. No further information has been provided.